Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was last interrogated with a clinician programmer (cp) on 2014-(B)(6). The patient¿s percent usage according to the cp was one percent, yet the patient was noted to have been using the ins at all times since the last interrogation other than turning the ins for about one week. A manufacturer representative had thought that a software update that the ins had gone through during the ¿initial session¿ had reset the percent usage information. The group usage had been at 58 percent. No power on reset (por) had been seen and the patient had not experienced any falls or traumas. No device related issues could be determined. The patient was receiving comfortable therapy.

Manufacturer narrative:
Concomitant: product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 37752, serial# (B)(4), product type recharger, product ID 3778-60, serial# (B)(4), implanted: 2009-(B)(6), product type lead. (B)(4).